Manufacturer narrative:
As allowed by exemption # (B)(4), (the importer) is submitting the report on behalf of heraeus (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method, results and conclusion: device has not been returned to importer yet. Evaluation anticipated upon receipt. This is the first of two reports regarding the same incident, but involving two different products.

Event description:
(B)(6) called this in. Assistant called from dental office, said they had a female patient from last (B)(6) 2014, that they took u/l impressions for invisalign trays. The upper impression went fine, but the lower impression made the patients lips tingle and feel numb. I asked if she has been in touch with the patient recently and how she is doing. She said she was going to call her back this afternoon. I gave her my name and number and asked her to call back to let me know how she is doing. She said she would call me. Rdp (B)(4) 2014. I called office and spoke to the doctor. The doctor went over the same information as assistant, who was at lunch and the doctor did not know if anyone had communicated with the patient. She took my name and number. I asked if I could pick the material up and have it evaluated. Rdp this incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an adverse reaction.